Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
An implant card was received noting that the patient had a full revision due to high impedance. Impedance was within normal limits with the new devices. The explanted lead is not available for return to the manufacturer, indicating that it has likely been discarded. No other relevant information has been received to date.

Event description:
It was reported that the suspect device was requested to be returned to the manufacturer; indicating that the device had not been discarded as previously reported.

Event description:
It was reported that lead obtained by the manufacturer is different than what was originally specified in the report. The device has still not been "received by the manufacturer" to date.

Manufacturer narrative:
D4: product information: corrected information; initial MDR inadvertently included incorrect product information.

Manufacturer narrative:
D9. Device available for evaluation?; corrected information ; sup MDR #2 inadvertently omitted information known prior to submission.

Event description:
The suspect product has been received by the manufacturer.

Event description:
Product analysis for the generator and lead were completed.